Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse did not observe a leak; however he did find a broken wire to solenoid lv17 (or sol 17) and soldered the wire in place to repair, which was the likely source of the reported issues. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a bloody fluid leak of approximately 2ml from the manual probe on a coulter lh 500 hematology analyzer while the instrument was running in primary automatic mode. The customer reported partial aspiration errors at the time of the event and observed low results for samples run in primary mode. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.